Event description:
It is reported that the device was implanted in 2007 and revised in 2009, due to a loose tibial component.

Manufacturer narrative:
Eval summary: the device was in vivo for approximately 2 yrs. No product was returned for eval. Also, no x-rays were returned for review. The product experience report indicates that the surgeon's prior technique was to dip the implants into bacitracin, an antibiotic, prior to implantation. The introduction of antibiotic bone cements have since made techniques such as the one described obsolete. It is important to note that any substance applied to the implant, or mixed with the bone cement may interfere with the implant to cement interface. Based on the available info a definitive root cause can not be ascertained at this time. Eval codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer inc considers the investigation closed.